Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device sometimes had a blank display. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours, and no blank display was noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. Upon visual inspection, the motor had leaking oil. The pump also had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.